Event description:
It was reported that a patient's right ventricular (rv) lead presented to the emergency room with no ventricular capture on (B)(6) 2021. High capture threshold was also noted. The rv lead was capped and replaced in a procedure on (B)(6) 2021. The patient was stable.